Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: essure device moved up") and pelvic pain ("severe pelvic pain") in a (B)(6) female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included road traffic accident. Concurrent conditions included morbid obesity. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 18 days after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal menstruation/prolonged menstruation"), dyspareunia ("painful intercourse"), loss of libido ("hormonal changes describe: no sex drive,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder nos"). In 2010, the patient experienced pelvic pain (seriousness criterion medically significant). In 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). In 2012, the patient experienced psoriasis ("psoriasis"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain even when not menstruating"), vomiting ("vomiting"), scar ("scar tissue formed around the essure device/scar tissue damage") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, loss of libido, vaginal haemorrhage, bladder disorder, urinary tract disorder, scar and abdominal pain outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, vomiting, dyspareunia, fatigue, weight increased and psoriasis had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, loss of libido, menorrhagia, pelvic pain, psoriasis, scar, urinary tract disorder, uterine pain, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. On (B)(6) 2011 laparoscopy revealed, essure was pushed up a little, but seemed fine. Doctor noticed there was scarring around essure coils due to this migration. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received. Plaintiff demography added. Product lot number received and product indication updated. Events: no sex drive, abnormal bleeding (vaginal ), bladder or urinary problems /changes, abdominal pain migration of essure device location of device: essure device moved up and scar tissue formed around the essure device were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: essure device moved up") and pelvic pain ("severe pelvic pain") in a 24-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included road traffic accident. Concurrent conditions included obesity. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 18 days after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal menstruation/prolonged menstruation"), dyspareunia ("painful intercourse"), loss of libido ("hormanal changes describe: no sex drive,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder nos"). In 2010, the patient experienced pelvic pain (seriousness criterion medically significant). In 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). In 2012, the patient experienced psoriasis ("psoriasis"). On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain even when not menstruating"), vomiting ("vomiting"), medical device site scar ("scar tissue formed around the essure device/scar tissue damage") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, loss of libido, vaginal haemorrhage, bladder disorder, urinary tract disorder, medical device site scar and abdominal pain outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, vomiting, dyspareunia, fatigue, weight increased and psoriasis had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, loss of libido, medical device site scar, menorrhagia, pelvic pain, psoriasis, urinary tract disorder, uterine pain, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: patient is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, she continues to suffer from the symptoms outlined above. Current weight 197 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. On (B)(6) 2011 laparoscopy revealed, essure was pushed up a little, but seemed fine. Doctor noticed there was scarring around essure coils due to this migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.